Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and went to the clinic for a device check. It was noted that left ventricular (lv) lead exhibited high, increasing thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.